Manufacturer narrative:
Insulin pump received with no button response due to unlocked lcd keypad connector. Insulin pump was unable to perform the displacement test due to no button response. Insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 138mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.